Event description:
Customer reported a calibration issue with his meter that prevented him obtaining a blood glucose result. Customer stated he opened a new box of test strips, applied a blood sample, and could not get a result due to 'lot -----' appearing on the display of his adc blood glucose meter. Customer additionally reported experiencing symptoms described as "lethargy" and "a little confusion". Customer self-treated with food and insulin and self-presented to a health care professional where he was diagnosed with hypoglycemia and treated with glucose in the form of oral, gel, and injection. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the actual date of the reported medical event is unknown. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (4500161090) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.